Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power failure alarm; the battery was replaced but the display remained blank. During troubleshooting, the customer identified a crack on the battery cap. The insulin pump will not be returned for analysis at this time; a replacement battery cap will be sent to the customer.